Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. After insertion, the patient experienced bleeding under the sensor pod. Her tandem insulin pump gave her a failed sensor message and she replaced the sensor. This occurred 3 times, and after the third sensor, she was unable to stabilize her bg level herself using her insulin pump, and her insulin pump display screen continued to show ¿high.¿ no blood glucose (bg) finger stick value was specified. She was not feeling well and her mother took her to the emergency room (ER) for treatment. At the ER, her bg level was 1,300 mg/dl, and an IV insulin drip was started. She was hospitalized for several days of treatment and after her bg level stabilized, she was discharged home in good condition. After discharge she had dry mouth and had a ¿heaviness¿ with moving her body. Her bg level at the time of the call was 279 mg/dl but she felt okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.